Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01634.

Event description:
It was reported that the freedom constrained liner and freedom head levered out during range of motion test. The surgeon felt the liner was defective and used an alternate device to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, the head was determined to be not reportable and did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the head was determined to be not reportable and did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b3, b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10.

Event description:
No further event information available at the time of this report.